Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a wound on his back. There was no alleged device malfunction contributing to the irritation. The patient's wound care doctor treated the wound with a hydrocolloid dressing. Follow up indicated that the patient got moved to hospice and returned the lifevest. The medical outcome of the wound is unknown.